Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. Concomitantly, the patient was scheduled for dilation and curettage/hysteroscopy. During the procedure, after the catheter was placed in the uterus, the heating up process was started after an accepted pressure was obtained. The machine alarmed and shut off signaling overheat. The temperature had not gone to the normal temperature necessary for doing endometrial ablation. The surgeon removed the catheter and it was noted that the catheter had a slow leak in the balloon. The surgeon stated the catheter and water did not feel hot . The surgeon then performed another hysteroscopy to inspect the uterus. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report (B)(4).